Manufacturer narrative:
Though product was not returned to 3m, product release documents were reviewed and product was within specification at the time of release. MFR visited the site and brought back samples of the complaint lot for analysis. The product passed and was within product specification.

Event description:
The tape that was holding the patient's venous needle in place got loose and lifted off the patient's arm. This allowed the patient's venous needle to fall out. The needle went down the side of the chair. The blood loss was about 500cc/l liter by the time the alarm sounded and a staff member came to assist patient. The patient went to baptist hospital and received a blood transfusion on the following day and was later discharged home.